Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter displayed inaccurately high results compared to another meter (brand unknown). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 in the morning. The patient reported that he obtained a blood glucose reading of 13.3mmol/l on the subject meter, compared to 4.7mmol/l on the other device, performed within 30 minutes of each other. The patient manages his diabetes with insulin and reported that he developed the symptom of blurred vision, however was unable/unwilling to say when the symptom began. The patient denied that he received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain blood samples and he described the correct testing steps. The patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. Replacement product was sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. Although the patient reported a symptom that meets lfs¿ criteria of a serious hyperglycaemic event, this correlates with the allegedly high result obtained on the subject meter. However, this complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.